Event description:
The customer called to report an alarm during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind. Motor alarms isolated to mother board. The motor was tested outside the device and passed. Unable to perform displacement test due to motor alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.